Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the device alarmed no delivery alarm. Customer's blood glucose was 523 mg/dl. Customer had changed the set twice but the alarm was not resolved. Customer's father was unable to troubleshoot due to the customer was not present. Customer will not be returning the insulin pump for analysis.